Event description:
Customer indicated "we've got zest lodi failed case from dr. (B)(6)." Customer reported on (B)(6) 2019: the implant did not fully integrate from the start and then lost bone which resulted in mobility

Event description:
Customer indicated "we've got zest lodi failed case from dr. (B)(6)." Customer reported on (B)(6) 2019: the implant did not fully integrate from the start and then lost bone which resulted in mobility. Amended information: customer returned the report and corrected the part and lot number for the complaint, indicating to be part 07456 lot l0e6x, and also indicated that the implant failed to integrate (non-integration).